Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer noticed a crack on the lcd screen, the screen was completely dark, and the alarm did not stop. The customer reported no adverse event. The event involved product(s) mmt-1712k. Troubleshooting was not performed and the customer reported on the insulin pump was mistakenly placed under a chair and the screen became black and the alarm did not stop. The lcd screen was cracked. No harm requiring medical intervention was reported. Product return required for mmt-1712k but no product returned for analysis.

Manufacturer narrative:
Pump received with blank display due to a cracked glass. Unable to perform the displacement test, sleep current test, active current test and self test due to flashing white display. Unable to download history and traces due to blank display. Pump was cut open to perform visual inspection and found cracked lcd glass pcba 1. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: pillowing keypad overlay, scratched case, cracked case on battery tube, cracked case on corner of belt clip rails, serial label damage, cracked keypad overlay and cracked glass. In summary customers alleged blank display was confirmed due to cracked lcd glass. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.